Manufacturer narrative:
Corrections: h6 (annex g). Investigation evaluation as reported, prior to use for a stone removal procedure, an 'ngage nitinol stone extractor' was found damaged upon opening the package. The wires on the basket were detached. The device did not make patient contact. The procedure was completed using another device. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Interviews of personnel were also conducted. Visual inspection of the returned complaint device was also conducted. One, 'ngage nitinol stone extractor', was returned for investigation. The basket wires had been pulled from sheath; the handle was able to actuate the basket; no other damage was noted. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The basket assembly is manufactured by a supplier. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to use for a stone removal procedure, an ngage nitinol stone extractor was found damaged upon opening the package. The wires on the basket were detached. The device did not make patient contact. The procedure was completed using another device. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address- street: (B)(6). G4 - PMA/510(k)#: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.